Event description:
It was reported that the patient experienced recurrent low glucose while using the ilet and had been performing ¿less than¿ meal announcements previously, then stopped meal announcements and relied on the correction algorithm; troubleshooting and education were provided and advanced training was scheduled. Investigation of this case revealed likely user-related under-announcement or non-announcement of meals contributing to hypoglycemia. Symptoms included sweat, shaking and blurred vision associated with low blood glucose. Outcomes included self-treatment with oral glucose. It was concluded that the device functioned as designed and that user technique contributed to the event, with education and advanced training performed.